Event description:
Boston scientific cardiac rhythm management (crm) received information that this cardiac resynchronization therapy defibrillator (crt-d) pt was in the hospital for an unspecified reason. The pt's wife commented to technical services that she wished her husband's device had been removed, since they have had nothing but trouble with the device since it was implanted. The device had been interrogated on multiple occasions following the delivery of shock therapy, and all therapy was determined to have been delivered appropriately, with normal device function. This pt has recently died, and the wife has alleged that the device contributed to her husband's death. Add'l information indicates that there may be claims that the device 'went out early'. The date of death is currently unk.

Manufacturer narrative:
Not returned. It is unk whether this crt-d was sent to the boston scientific crm post market quality assurance laboratory for analysis, as it has not been received to date. No add'l information is available at this time. This event will be updated if add'l information becomes available.